Manufacturer narrative:
The manufacturer has initiated a cpar to address the root cause and corrective action. There are no devices of this lot in inventory remaining for evaluation. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
Reference manufacturer reports: 1649914-2015-00067 and 1649914-2015-00069.